Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause of blood glucose level was not known. A blood glucose level was not provided. The customer went to the emergency room and was subsequently admitted to the hospital. Customer declined troubleshooting with tandem technical support and declined to provide further information.